Event description:
It was reported that a cartridge alarm occurred. There was no adverse impact on the customer¿s blood glucose level, and it did not exceed 500 mg/dl (27.7 mmol/l). The customer faced a recurring cartridge alarm and could not resume insulin therapy, leading technical support to decide to replace the pump. With no backup insulin delivery available, the customer planned to contact their healthcare provider for support.